Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump will not connect to the wireless network and is unable to download the master drug library. The customer stated the problem was resolved through the use of a different, unk wireless module. It was also reported that there was no pt injury although any pt involvement is unk.